Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device should have only 5 in one packet, but when the account opened the packet 6 pieces were found. It was not confirmed at the moment of unpacking, but after taking them out in the operational area, one more was found by needle counting. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that two retainers were received with five and six needles. Since the samples were received opened, and the needles mark quantity on the foam could not be reliability identified, the condition reported could not be confirmed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.